Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shock therapy for supraventricular tachycardia (svt). The patient experienced palpitations at the time. It was reported that the rhythm was detected in the vt-1 monitor only zone and accelerated into the vt zone where atp was delivered twice and was unsuccessful at converting the rhythm. The device began charging and the rhythm slowed down into the vt-1 monitor only zone, however, two fast beats were detected and therapy was delivered. Boston scientific technical services (ts) discussed device software update. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.